Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issues. The ventilator was tested with a known good ac adapter connected. The external power led was flashing red. The ventilator would not power on. The ventilator was tested on a known good docking cradle, the same issue occurred. Bench testing revealed a malfunctioning hybrid board.

Event description:
It was reported by the customer that the ventilator would not ventilate and is giving an "external power fault" alarm when plugged into a docking station. The ventilator goes inop when off of the docking station. The customer also reported that there was no patient involvement.